Manufacturer narrative:
Investigation summary: based on the photo returned, the needle cap could have disengaged prematurely from the cannula hub due to assembly station misalignment at needle cap assembly to cannula hub station or due to user application. However, based on DHR review, there is no abnormality during the production of the reported complaint batch and no similar quality notification was raised for the reported defect in the past 12 months. As no sample was returned, further investigation on the sample cannot be perform. Therefore, the root cause cannot be determined. Complaint trend will be monitored. Complaint will be reopened when sample is returned.

Event description:
It was reported that the safety mechanism was missing on the bd venflon¿ pro safety peripheral safety IV catheter. The following information was provided by the initial reporter: "venflon pro-safety cannula -product has the guard missing on this particular batch".

Event description:
It was reported that the safety mechanism was missing on the bd venflon¿ pro safety peripheral safety IV catheter. The following information was provided by the initial reporter: "venflon pro-safety cannula -product has the guard missing on this particular batch".

Manufacturer narrative:
H6: investigation summary two photos were received by our quality team for evaluation. From the photos, the exposed needle and safety mechanism not activated was observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the photo, the needle cap could have been disengaged prematurely from the cannula hub due to assembly station misalignment at the needle cap assembly to the cannula hub station or due to user application. As no sample was returned, further investigation cannot be performed. Therefore, the root cause could not be determined.